Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate (large volume) infusor leaked from an unspecified location. This was identified after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between april 29, 2019 to april 30, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph and it showed evidence of leak at the multirate control module. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.